Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01; 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 241.0iu/fl hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product.

Event description:
Caller reported potential negative urine hcg results on a lot of consult diagnostics hcg cassette test vs. Pt's home pregnancy test and a second lot of consult diagnostics hcg cassette test. Caller reports testing a urine sample from a (B)(6) pt presenting to confirm a positive at home pregnancy test; consult diagnostics test gave negative results. Test repeated on both another device from the same lot number (hcg1070067) but different box of test devices and from another lot number (hcg0080126) of the same devices. The same lot number continued to negative result and the new lot number resulted in a positive result. In all instances the control lines were strong. Positive result also reported as strong. Quantitative testing not performed.